Event description:
A report was received that the patient, who was known to have had a non device related surgery, was experiencing difficulty charging the ipg. The patient¿s ipg was assumed to be damaged due to electrocautery that was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient, who was known to have had a nondevice related surgery, was experiencing difficulty charging the ipg. The patient¿s ipg was assumed to be damaged due to electrocautery that was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery (physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Electrocautery was suspected as the reason for the ipg to stop working. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.